Manufacturer narrative:
The soft cannula was found to be torn off. The tearing of the soft cannula caused damage to internal part of the soft cannula. Due to the tearing of the soft cannula it measured shorter then expected. Fluid could not complete the full fluid path as part of the soft cannula was not returned with the device. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 282 mg/dl while wearing the pod between 5 and 24 hours. No specific treatment information was provided. The device was originally reported for insulin leaking during wear.